Event description:
It was reported that the insulin pump alarmed motor error during rewind. Customer's blood glucose levels were not included in the report. Nothing further was reported.

Manufacturer narrative:
Findings: motor error alarm during rewind due to corroded motor home switch. Pump received with cracked case at display window corner, reservoir tube lip, minor scratched display window.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.